Event description:
It was reported that a patient presented to clinic for follow up, the patient right ventricle (rv) lead exhibited high threshold and high pacing impedance. The physician elected to explant the rv lead and a new lead was implanted. The patient was stable throughout.